Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event is no longer reportable.

Event description:
Additional information indicates there is no device malfunction. Therefore, the event is no longer reportable.

Event description:
It was reported that patient¿s both the ipgs have an increased recharge burden. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.